Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2021. During the procedure, the clip grasped and locked onto tissue; however, the clip could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address): (B)(6) this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Microscope examination was performed, and it was noted that the bushing locking tabs had hit marks. Dimensional examination was performed on the bushing outer diameter, and it was noted to be within specification. A dimensional examination was performed between the hooks of the bushing, and both sides a and b were within specification. It was also noted that bushing locking tabs measurement were symmetric. No other problems with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(Initial reporter address): (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, the clip could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.